Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient stated that since the device was implanted, they have had 3 bladder infections and now thinking she has a fourth on. Patient also reported that they thought that they were retaining too much or " the programming is not right". Patient further stated that the device was not working but that it could be due to the infection. Patient further stated that they were " dripping a lot" and that they could not keep taking antibiotic every month because it was not health. During the call, patient stimulation was turned on and patient family member was able to increase stimulation to 2.8 and patient was able to feel stimulation; however, patient was getting numbness in their feet after stimulation was increased and patient said all of a sudden they felt swollen around their ankles. It was reviewed if the patient feels the device is causing pain or discomfort she should decrease stim. Patient decided not to decrease stimulation. Patient said she doesn't think she has been able to feel stimulation like she is now. Patient further reported that their hips was bothering them all summer and a dr gave them steroids and have had a x-ray of both hips. No further complications were noted or anticipated.